Event description:
A malfunction alarm 16 was reported, and the customer experienced fluctuating blood glucose levels, with highs over 500 mg/dl and lows below 54 mg/dl, indicating the pump's performance issues over several months. To manage high blood glucose, the customer administered a correction injection using manual injectable insulin, without requiring hospitalization, although assistance was provided by a spouse during an episode of high blood sugar. The customer reloaded the original cartridge onto the pump and successfully resumed insulin delivery with guidance from technical support.